Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: jet tube has foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to clogging of jet tube in control unit, water cannot be supplied. The foreign material cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope could not be reprocessed by the machine. There were no reports of patient involvement.